Event description:
The facility reported a colleague infusion pump with a malfunction of channel b failing. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where channel b was failing was not reproduced, however after further investigation by the quality engineer the condition was found to be failure code 199. The quality engineer confirmed this failure code and has determined that the root cause of this condition was depleted main batteries. The main batteries were replaced in order to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.